Event description:
Procedure type: sleeve gastrectomy. According to the reporter: during the second firing when the surgeon tried to squeeze the handle the tissue start slipping. He stopped firing after three squeezes. When the surgeon opened the handle, all the staples were open. The knife had cut only a small portion of the tissue and damaged it. There was a hole in the staple line. The surgeon fired another staple medially to the damaged tissue, closed the hole that he couldn't catch during the fire and checked for leaks with matielane blue.

Manufacturer narrative:
(B)(4).